Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, pump error 54 (hal software error detected), pump error 53 (software error detected), pump error 4 (the motor arm cannot communicate with the main arm). The customer blood glucose value was 260 mg/dl. The event involved product(s) mmt-242a, mmt-1880, mmt-332a. Troubleshooting was performed and found that pump error occurred while trying to do software upgrade. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No further patient complications were reported. No product return is required for mmt-242a. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-332a. The customer will discontinue using the device mmt-1880.

Manufacturer narrative:
Pump passed displacement test and self test. No pump error 53, pump error 54, or pump error 4 alarms noted during testing. Pump successfully downloaded traces and history file using thump. The history/trace download confirmed pump error 53(line number 24582 file number 60356) alarms on [02/25/2025 at 14:20:04.000]. The history/trace download confirmed pump error 54(line number 8273 file number 0) alarm on [02/25/2025 at 13:49:08.000]. The history/trace download confirmed pump error 4(line number 147 file number 2017) alarm on [02/25/2025 at 13:49:08.000]. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, keypad overlay texture damage, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, label damage(faded/tined/peeling), and broken belt clip rails. Customer allegation for pump error 4 was confirmed as a consequence of pump error 54. Pump error 54(line number 8273 file number 0) alarms confirmed in the pump history/trace files on [02/25/2025 at 13:49:08.000] due to possible hardware error (esf#(B)(4)). Pump error 53(line number 24582 file number 60356) alarms confirmed in the pump history/trace files on [02/25/2025 at 14:20:04.000]. Problem isolated to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.